Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: investigation confirmed that the root cause of failure was a defective epc module rev. A.1 caused by mechanical stress on the pcba. Several internal tests have shown that the ventilation continues with the last applied settings in this case and the machine is alarming continuously with red alarm leds and buzzer sound.

Event description:
The customer reported switch off independently issue on the bellavista 1000. The customer confirmed there was patient involvement. As of this time, it was not confirmed if there was harm or injury to the patient.